Event description:
Procedure underway and holmium laser shut down. Multiple attempts were made to restart the laser with the same results and laser shutdown. The procedure was ended. Patient brought to pacu. Vender sent for replacement laser. Patient returned to the operating room and procedure completed after the new laser was put into use. Procedure successfully completed with no further issues. Patient had second anesthesia episode with no apparent issues. Readout on laser = energy output too low.